Event description:
It was reported that implant was removed due to pain. Patient complained of pain since implant was placed in site 30.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k101880.